Event description:
The device was sent to stryker instruments for repair. During functional testing by a service technician at the manufacturer facility, it was found that the device was running without user activation while it was in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event, unintended activation, was duplicated by a manufacturer repair technician through functional evaluation and visual inspection. It was confirmed that the device would run before the safety would catch due to a cracked trigger housing found. The device was repaired, routine maintenance was performed, and it was returned to the user facility.

Event description:
The device was sent to stryker instruments for repair. During functional testing by a service technician at the manufacturer facility, it was found that the device was running without user activation while it was in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis in progress.